Event description:
It was reported that the patient's pump and catheter were replaced in 2008. The pump was replaced due to end of battery life; the catheter was replaced due to occlusion. The low battery alarm was noted. The hcp attempted to aspirate cerebrospinal fluid from the catheter, but it was not possible to do so. He "divided" the smaller segment of the intrathecal catheter, but still no flow. Per the operative report: "the larger portion of the intrathecal catheter was very adherent to the flank. I tried to withdraw as much catheter as I could, but the catheter retracted partially along the flank leaving orphan catheter at that point". The patient received general endotracheal anesthesia and prophylactic intravenous antibiotics. The new pump was prepared with baclofen at 2000 mcg/ml. Estimated blood loss was 25 ml and there were no intraoperative complications noted. The patient was extubated and taken to the recovery room at baseline neurological function. The physician noted that the patient outcome was "no injury".

Manufacturer narrative:
Final pump analysis revealed no anomaly found - normal device function. The catheter was not returned for analysis. Results - used for catheter.